Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by (B)(4). Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4). Product is defective or causes serious injury.

Event description:
After intubating the patient, abnormal cuff pressure occurred, and when the tube was extubated, the cuff was atrophied. Found a small scratch on the cuff.

Event description:
After intubating the patient, abnormal cuff pressure occurred, and when the tube was extubated, the cuff was atrophied. Found a small scratch on the cuff.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): endotracheal tube. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 nov 2024 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by sunmed holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to sunmed holdings llc. Sunmed holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sunmed holdings complaint database. And is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sunmed holdings llc. Product is defective or causes serious injury. On oct 10, 2024, well lead received the complaint from distributor (m c medical) that the user declares that the cuff was found leakage after intubation 3 hours. The lot number is not available, we could not review the retained samples and DHR. In workshop, the leakage inspection is 100% inspection in workshop, and the cuff will be sort by worker in inspection or packaging process if the cuff has such large tear because it will not be deflated completely. Based on above investigation, well lead could not determine the root cause for this case is caused by product itself. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the eighth complaint reported for part number I-pfhv-80, "leakage" failure mode. There were sixth additional complaints reported for part number I-pfhv-80 during the same timeframe for other failure modes. We will continue to monitor trends during our periodic complaint review meetings.